Event description:
Patient additionally reported "sarcoidosis in bone marrow, kidney, eyes and in skin," "stage iii kidney failure," "multiple sclerosis which causes no sensation on the left side of my body", "can barely walk", "can't feel the left side of my body", and "hyperthyroidism confirmed as graves¿ disease"; these events are not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: b.5., d.1., d.4., d.6a., e.1., g.2., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.